Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the anesthesia workstation had a leakage in the oxygen flush pneumatic valve. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated at the hospital by our company representative and it was concluded that the pneumatic valve that controls the o2 flush function had a leakage. The pneumatic valve was replaced but has not been returned for investigation. The received device logs have been evaluated but the reported leakage could not be confirmed in the logs. The anesthesia workstation is reportedly in working order after having passed all tests. Since the replaced part was not returned for investigation, we have not been able to determine the true cause of the leakage. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).